Event description:
The customer contact reported a delay in critical therapy following the inability to flush the tubing set. On an unspecified date and time, the tubing set was to be used to deliver an unspecified medication. It was reported that during a "code blue," the nurse was unable to flush the tubing set. No specific patient or event details were provided. Although there was potential for serious injury, there were no reported adverse patient effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information, including what medication was to be delivered.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter known query by hospira personnel.